Event description:
Customer reported hospitalization due to high blood glucose. Customer discovered a kinked infusion set. Customer was hospitalized for upper gi issues. Customer experiencing high blood glucose for three months. The blood glucose reading at the time of the event was 400 mg/dl. The last blood glucose reading was 158 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.